Event description:
Tip of product is cracked and product wouldn't activate properly at times.what was the original intended procedure?exploratory laparotomy, lysis of adhesions, gastrostomy, removal of foreign bodies from stomach.